Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for reasons unrelated to the device. Device interrogation revealed auto mode switch episodes. Review of the episodes revealed noise on the right atrial lead. The noise could not be reproduced with isometrics. There were no other electrical anomalies. The physician elected to monitor the patient. No patient symptoms were reported.